Event description:
It was reported that during the preparation for a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. During the preparation for an emergent pci, it was noted that the proximal edge of a 3.0x12mm taxus liberte stent was "not smooth on the catheter and that struts were sticking up". It was noticed as they were putting the stent on the wire and was "assumed that it came out of the package that way". The damaged stent never made contact with the patient. The procedure was completed with another 3.0x12mm taxus liberte drug eluting stent. No patient complications occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.